Manufacturer narrative:
No blood was observed on the returned device. No damages were observed that would contribute to the reported bleeding/bruising event. The right side of the external portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was "high" (>22.22 mmol/l, >400 mg/dl). The patient reported bleeding at the infusion site while the pod was worn on the leg for approximately 5 hours. Upon investigation, the cannula was observed to be torn, resulting in a fluid leak.